Event description:
A healthcare noted on imaging that a patient experienced seroma and ¿fluid collection¿. Additionally reported were "cyst¿, ¿folding¿ and "medullary thyroid carcinoma" which have been deemed not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: fluid collection.